Manufacturer narrative:
Concomitant medical products: 02-010-01-0230 - logic femoral ps cem left sz 3, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, 200-02-32 - three peg patella 32mm.

Event description:
It was reported via clinical study, that the 63 yo female patient was experiencing polyethylene wear with evidence of osteolysis. Left knee medial polyethylene tibial wear was evident on radiographs taken (B)(6) 2022. The patient reported gradual progression of pain and swelling to left knee for 2-3 years. The patient was treated with medication and was asked to come in for left knee arthroscopy and eua - arthroscopy and debridement which was completed on (B)(6) 2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6 - clinical, impact and component codes changed. The reported event was unable to be confirmed due to limited information received from the customer. No device was accessible for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, or complete product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.